Event description:
It was reported that customer did not see drops of insulin at end of tubing during fill tubing step, and customer experienced high blood glucose with specific value unknown but displayed as ¿high.¿ customer gave correction insulin by injection, used room temperature insulin in new cartridge, followed steps to remove air, did not overfill cartridge, and used more than 30 units to fill tubing; customer saw a ball of insulin at end of cartridge pigtail, so technical support instructed customer to disconnect tubing at t:lock, replace tubing, remain disconnected from infusion site, and perform fill tubing step again, but call became silent and was disconnected, and technical support planned to follow up to continue troubleshooting.